Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred at 9:43pm on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿90 and 269mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 13 hours after the alleged product issue occurred they developed the symptom of ¿shaking¿, however, did not require any form of treatment in response to this. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The reporter did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged inaccurate erratic results were obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.